Event description:
The sales rep reported during an acl procedure, the customer's 30mm hex driver bent and broke putting in the tibial screw. Nothing fell into the pt. The surgeon used another like device to complete the procedure with no pt consequences.

Manufacturer narrative:
Although it is reported that there is no pt consequence, if this was to recur and the broken fragment was not retrieved from the pt, it is possible that pt injury could potentially occur. We do not know what impact, if any, this would have on the pt. It is because of this uncertainty that this report is being filed to document this event.